Event description:
Dr. Smith had 3 bottles come apart by squeezing too hard with too much pressure comments on (B)(6) 2023. 1. I am sorry I do not have a sample or photo of the issue. 2. The lot number we still have in inventory are: 3234198 and 2311681. 3. The product was in use irrigating total joint components when the bottle came apart.

Manufacturer narrative:
(B)(6) initial MDR. A follow up will be submitted if additional information becomes available. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug).

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. A production record review was complete for batch/lot 2311681 and no non-conformance was noted during the manufacturing/ packaging of this lot per production records reviewed. A corrective initiation determination was identified which resulted in an overall risk of medium with a severity (s2) and occurrence (o4), the reported issues do not represent a single significant incident that would trigger a CAPA. No further actions are required. This failure mode will continue to be tracked and trended.

Event description:
Dr. (B)(6) had 3 bottles come apart by squeezing too hard with too much pressure. Comments on 20/12/2023: 1. I am sorry I do not have a sample or photo of the issue. 2. The lot number we still have in inventory are: 3234198 and 2311681. 3. The product was in use irrigating total joint components when the bottle came apart.